Event description:
It was initially reported by company representative. The customer was using the alenti hygienic chair for bath procedure, it was indicated that during lifting procedure the device chair stuck in the highest position with the patient on the seat, the device could not be lowered and the patient was safely taken off the lift manually. Patient did not suffer any injuries. Reference MFR report # (B)(4).